Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible issues has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury."

Event description:
The user facility reported a 61-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the limb became ischemic overnight. The team made the decision to explant the impella cp and the vascular surgeon was consulted to do a cut-down and arterial 'clean out'. The team then placed a new pump via the axillary access. The physician was aware of the life versus limb aspect of the care and had proceeded with the femoral placed impella cp.